Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken off from the reload. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while positioning the stapler for lung lobe access in a lung lobectomy procedure, the stapler broke at the reload and shaft connection point, and it remained attached. This happened while the surgeon was manipulating the stapler through the patient¿s thoracic cavity, with no trocar, and his other hand was attempting to bend the shaft upward to access a portion of the lung that was toward the apex of the thoracic wall. There was no patient injury.